Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 had the counter incremented incorrectly (due to a correction to the identity of the device, see duplicate event 2182208-2011-00577), so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up visit, the device was found to be at elective replacement indicator (eri). The patient complained about premature battery depletion. It was further reported via follow up that the device was explanted and replaced. No patient complications have been reported as a result of this event.